Manufacturer narrative:
This report is being submitted to report investigation findings. New information is reported in d8, h4, h6, and h10. Device history review (DHR) a manufacturing and quality control review was performed for device model wa22039c with the reported lot number. There is no non-conformity associated with this device with respect to the described issue. The instructions for use (IFU) shipped with the device instructs the user that a suitable replacement device must be available during a procedure, and that the function of all devices must be checked prior to every procedure. It is important to note that the "thunderbeat generator" (usg-400) mentioned by the customer does not have a monopolar output socket. It is therefore assumed that this is a reporting error and that an esg-400 generator was used. Cause: based on the available information and the investigation findings, the cause of the reported issue is most likely attributed to the use of excessive force as well as wrong handling.

Manufacturer narrative:
Concomitant devices: "thunderbeat generator" per customer-could be esg-400 or usg-400, exact model/serial numbers could not be provided by the customer. The device referenced in this report cannot be returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported by the customer (and in mw5103123), during a transurethral resection of the prostate (turp) using a single use hf-resection electrode, the electrode broke inside the patient's urethra. Most of the device fragments were removed using other unspecified instruments. Post-operative x-rays did not demonstrate any retained foreign body. The customer could not confirm if there were any procedural complication or anatomical challenges that could have caused or contributed to the reported event. There were no adverse effects to the patient as a result of this occurrence. The patient's current condition is reported as: patient was discharged from this hospital admission. The settings used for the procedure were 120/200 cut. The customer was unable to provide any further information regarding the patient, devices used, or event.